Manufacturer narrative:
An event regarding pain involving a trident liner, trident shell other hip screw metal head and accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: {...}I have seen the limited info for this patient with reported thigh pain at 1-year post implantation of an accolade-ii stem with trident cup. It was reported that mid-thigh pain occurred during the first few steps while walking although it disappeared rather soon. No further details were provided about the condition. No actual x-rays are available while radiology reports do not provide further clues to the problem, neither do the medical records or lab information sheets. As such, no clear diagnosis can be made about the root cause of the problem although this reported thigh pain appears rather benign and did not require any specific intervention. The patient is on a ¿wait-and-see¿ approach until either more complaints might develop or the problem disappears. Such initial walk-away thigh pain, resolving after a few steps, is often associated with bone remodeling due to the different loading pattern of the bone between native hip and arthroplasty hip. It often disappears between first and second year but this cannot be confirmed for this patient as yet. So, the current adverse event cannot be solved due to lack of adequate information, especially x-rays to verify potential component position issues. More information is required to solve the case or more follow-up information may become available in due time.{...} a review of the provided x-rays by a clinical consultant indicated: {...} I have seen the post event x-rays as update for this patient with temporary thigh pain after accolade-ii implantation. The x-rays confirm excellent component position, also for the cup in anteversion on the lateral x-ray as well as stable component positions. No adverse signs or other clues to potential causes of thigh pain are evident from these x-rays, so unfortunately still no clue to the root cause of the problem.{...} -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has mid-thigh pain after six steps.

Manufacturer narrative:
The following devices were also listed in this report:6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# jd4hhatrident hemispherical cluster hole shell; cat# 502-11-56f; lot# 54884501v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# r8315rsize 8 accolade ii 127 deg; cat# 6721-0837; lot# 54310702.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has mid-thigh pain after six steps.